Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead the device was evaluated by a zoll (B)(4) field representative at the customer site. The device and all associated accessories were fully evaluated and the customer's report was not replicated or confirmed. Review of the device activity logs showed no evidence related to the report. A follow up contact with the customer confirmed that the device has been working as expected. No trend is associated with reports of this type.